Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels. Customer stated that she has gastroparesis and her stomach will empty her food in the middle of the night, causing her to go high. Customer stated that sometimes she is insulin resistant at night and has to take twice as much insulin at night than during the day. Customer did not hear the alarm and her blood glucose level went to 42 mg/dl. Customer treated at home. Customer was not admitted to a facility. Customer declined troubleshooting for low blood glucose levels since the pump is working fine. Customer stated that it is just how her body responds. Customer stated that when the pump is in an alarm, she is unable to turn the backlight on. Customer was assisted with how to turn the backlight on by pressing the b button and down arrow button at the same time. No further assistance needed.